Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The 70% stenosed lesion being treated was located in the non-tortuous, mildly calcified mid left circumflex (lcx) artery. The lesion was not predilated. The physician placed a 3.50x24 taxus express2 drug eluting stent. Ten percent residual stenosis remained with timi flow 3 achieved. Medications: plavix, aspirin, heparin, integrilin, fentanyl, benadryl. Four years and 2 months post the initial intervention, the pt presented to an outside hosp with abdominal pain and was admitted for a partial small bowel obstruction (associated with hematemesis). Later in the day the pt suffered an acute inferior stemi. He was intubated, started on dopamine and transferred to this hosp for emergent cardiac catheterization. The thrombus was removed with an aspiration catheter. A 4.0x18mm non-bsc stent was deployed and post dilated with a 4.0x15mm non-bsc balloon. Plavix had been discontinued 10 days prior to the event for an upcoming surgery. The patient is to remain on plavix and aspirin indefinitely. Medication: heparin, reopro. Patient current condition: "critical, but stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.